Event description:
Report rec'd from abbott international (abbott switzerland) that states: "soft peridural catheter could not be removed after surgery. It had to be left in the pt and was removed surgically on 12 august 98 without problems." The report indicates event outcome as "recovered". No additional info was available.